Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. When attempting to insert the vizigo into the patient's body after puncture, there was resistance when inserting the vizigo¿. There were no error codes. The procedure was continued as it was. The procedure was successfully completed without error or problem. After completion of the procedure, the tip of the sheath was found to be raised. There were no wires being exposed. The procedure was completed without patient consequence. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to picture provided by the customer, no damages or anomalies were observed on the tip of the vizigo sheath. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the soft tip was bumped, and a bent mark was observed in the shaft/tip area. No electrode damage or sharp/rough edges were detected. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt; however, no obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Device history record was performed for the finished device 60000107 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The bent condition observed could be related to the resistance issue reported; therefore, the customer complaint was confirmed. The root cause of the bent condition observed could be related to the excessive force or manipulation of the device during the procedure, and the damage on the tip could be related to a potential skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The electrode damage reported could not be replicated during the product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. When attempting to insert the vizigo into the patient's body after puncture, there was resistance when inserting the vizigo¿. There were no error codes. The procedure was continued as it was. The procedure was successfully completed without error or problem. After completion of the procedure, the tip of the sheath was found to be raised. There were no wires being exposed. The procedure was completed without patient consequence. The resistance with sheath was assessed as not MDR reportable. The potential for patient injury is remote. The issue with the tip of the sheath as being raised was assessed as a MDR reportable product malfunction.